Event description:
It was reported that the pt died three years ago from heart failure. It was noted that the cause of death was device related; no specifics were provided. The pump was used to deliver morphine. Additional info has been requested from the hcp; a follow-up report will be sent if additional info becomes available.

Event description:
Information reported from the medical center:robotic lsc total hysterectomy was performed on a patient 11 days ago who is hospitalized in the ICU at another facility after undergoing a bowel resection and re-anastamosis for thrombosed inflamed terminal ileum. There is no identified bowel injury from surgery, and the thought is that it may be a reaction to the floseal as floseal was seen on the inflamed areas of bowel and she has no other identifiable cause for mesenteric thrombosis at this time. Floseal was applied to the vaginal cuff, and inflammation was seen in the area where floseal was applied, and in the surrounding area, as well as in the area surrounding the bowel s/p 8-11 days. She has now undergone bowel resection, and was found to have mesenteric thrombosis. Md stated that she used 10ml of floseal for hysterectomy case. The md stated that floseal is never irrigated during these procedures. Baxter medical information went over that irrigation is part of the instructions for use of floseal. Also went over the normal time frame for reabsorption of floseal, 6-8 weeks.----------------------------information reported from the facility:dob: 1974.a female with fibroids, which was the indication for the hysterectomy. Otherwise the patient was healthy and has no children. Patient had a robotic hysterectomy in 2009. Eight days later, she experienced fever, tachycardia and an acute abdomen. The following day, the patient had an exploratory laparoscopy and a necrotic appearing bowel with the floseal over it was found. The bowel was resected and the patient is in the intensive care unit still experiencing tachycardia, fever, and she is currently intubated. The lot number was unknown, as the original surgery took place at the facility.

Manufacturer narrative:
(B) (4) the follow-up information obtained from user facility report was inadvertently not included in the previous MDR submission for follow-up #001. ---------------- the follow-up information obtained is as follows: information received from user facility report on 20-jan-2010: floseal used in surgery resulted in bowel resection, necrotic thrombus, and infection. ---------------- baxter follow-up medical assessment: additional follow-up information does not change previous medical assessment. A user error, in conjunction with other disease and surgery-related factors, may have contributed to the reported serious adverse event. (B) (6)---------------- as previously reported in initial submission, appropriate application technique was discussed with surgeon.

Manufacturer narrative:
Inflammatory reaction as a result of residual floseal (excess not removed) is one of the possible causes of the reported event. Also an inadvertent application of floseal into the vascular system (user error) must be discussed.in addition to surgical and pathological factors that may induce such complications, a contribution of floseal to the reported events cannot be excluded.all the aspects of correct application to avoid such adverse events are addressed in the product labeling. Further investigations are not required.baxter medical information has advised the customer of appropriate irrigation per the instructions for use.this will be kept on file for trending purposes.

Event description:
Additional information received from baxter representative on 23-feb-2010: a credible attempt was made to discuss a possible inadvertent intravascular application of the product with the surgeon. No response has been received from the surgeon.

Manufacturer narrative:
(B) (4)